Manufacturer narrative:
Product evaluation: two used cartridges were returned with open pouches for the lot. The cartridges were labeled 1-2 for evaluation purposes. Used cartridge #1: the cartridge was microscopically examined. Viscoelastic was observed in the cartridge. The cartridge has evidence it was placed into a handpiece. No damage observed. Used cartridge #2: the cartridge was microscopically examined. Viscoelastic was observed in the cartridge. The cartridge has evidence it was placed into a handpiece. No damage observed. The two cartridges were cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results for the presence of top coat. Cartridge #2 had internal damage to the upper nozzle area (scrape mark). Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and viscoelastic were indicated. The lens model was not provided. It is unknown if a qualified product was used. Root cause: the root cause for the reported scratched iol could not be determined. The lens remains implanted. Two used cartridges were returned. One cartridge was not damaged. The second cartridge was damaged in the nozzle (upper area). This damage may indicate a lens/plunger out of position. Top coat dye stain testing was acceptable for the presence of top coat. The lens model/diopter being used was not provided. It is unknown if a qualified product was used. Per the dfu: the iol delivery system is for implantation of qualified foldable iols. No unqualified lenses should be used with the iol delivery system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number from the same facility. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was implanted and doctor saw that the periphery of the lens was scratched. The lens remains implanted. There was patient contact but no reported patient impact.